Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The device was found with a detached distal tip. The root cause of which could not be determined.. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the pigtail tip broke off in the patient. Physician was able to trap the piece in the patient's aorta using a stent graft.